Manufacturer narrative:
Same pt event as MDR 8031020-2010-00048.

Event description:
Event as reported by orthopaedic technician: the surgeon was applying bi-lateral tibial (B)(4) external fixation using 5mm apex pins and multi-hole pin clamps. The first blue clamp (B)(4) was applied to 2 pins and tightened using the t-handle wrench in a normal fashion. The transverse bolts of the clamp were tightened in a fashion to ensure both side of the clamp were parallel. Upon tightening one of the bolts (which can now be seen with the damaged thread insert), the surgeon said, he felt the bolt getting a good grip, the clamp tightening on the pin. He continued to tighten the bolt and then felt a sudden release in the resistance on the bolt. This resulted in the spring style insert coming lose from inside the clamp and then being visible in the space between the two sides of the clamp (as can be seen in current state). The clamp simultaneously lost its grip on the pin. The surgeon then changed the clamp to the green MRI compatible version (B)(4). The same process of applying this replacement clamp to the apex pins was repeated. The surgeon encountered the same problem with one of the bolts losing its purchase within the clamp and also losing its grip on the pin. The green MRI clamp in its current state also shows a thread/spring style insert in the opening space between the two sides of the clamp. The surgeon then applied another replacement clamp which was successful and the operation continued. The orthopaedic technician was observing the case and reports that excessive force did not appear to be used when the surgeon was tightening the bolts on the clamps. The hospital is concerned with the quality of (B)(4) products and would like an explanation of what may be occurring given this has happened on numerous occasions.